Event description:
The customer reported a failure to deliver shock when using kendall pad. The energy was delivered via paddles. No adverse pt impact was reported.

Manufacturer narrative:
On 01/19/09 the philips fse went on site, and evaluated the devices, and the involved philips therapy cables. The symptom could not be duplicated. The device and cables passed all testing and were returned to use. No further issues have been reported. We are considering this issue the result of use outside normal and expected where the customer was using pads not validated by philips. There was no malfunction of the device.